Manufacturer narrative:
The pod arrived fully deployed. No issues were observed that would contribute to the reported cannula retraction. The exposed portion of the soft cannula was observed to be shortened and flattened, preventing fluid from flowing through the complete fluid path. The timing and cause of the observed cannula damage could not be determined.

Manufacturer narrative:
The device has been returned and received for investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the needle did not fully deploy when the pod was activated, indicating a needle mechanism failure. The patient reported being able to see a small portion of the cannula after the pod was removed, and stated that it appeared flat. The pod was not worn. No impact on the patient¿s glucose levels was reported.